Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment in two places: below the bumper pad and between the bumper pad and the top. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 04/07/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/07/2015 with the following findings: the pump was returned for investigation. The returned battery cap was used during investigation. Investigation revealed a cracked battery compartment in two places: below the bumper pad and between the bumper pad and the top. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Initial reporter: (B)(6).